Event description:
Patient representative reported right side "recurrent fevers", "breast pain", "risk of bia-alcl", "capsular contracture grade unknown","mastalgia", "palpable nodule", "small amount of peri-implant fluid", "lymph nodes in the right axilla presented enlarged dimensions", "axillary lymphadenomegaly", "radial folds," and "anxiety and concern" due to "recall", "patient lives with the sensation of having a "time bomb" installed in the breast with potential risk of developing cancer and now the patient will have to undergo a new surgery to remove the prostheses, enduring the anguish and apprehension". Also reported "simple cysts" which are not device related. Histopathological markers confirming alcl have not been received. Device remains implanted. Treatment: keflex 500mg, lisador, cataflan 50mg, riforin, ilosone topical solution, (soap) soapex, ketoprofen 100 mg.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma-alcl-suspected, lymphadenopathy, seroma-late, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected, lymphadenopathy, seroma-late, capsular contracture (grade unknown) and "anxiety and concern" due to "recall". Pathological markers not provided. (B)(6).